Event description:
The customer called to report a loose drive support cap. The customer stated that he did push it back into place a few days prior to calling in. The customer's blood glucose reading at the time of the call was 211 mg/dl. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.